Manufacturer narrative:
Analysis found that the device had a broken muting detector jack and scratched touchscreen which affected "touch" input. The audio board and touchscreen were replaced. The device was placed into burn-in for 24 hours, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the mainframe had an unknown malfunction and was not working properly. There was no patient or staff impact.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, the health care provider (hcp) reported that there was no event or device malfunction that occurred at all. The device was just returned for preventative maintenance. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.